Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('essure migration- near right ovary') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes infection in 2015 and salpingectomy in 2003. Concurrent conditions included paratubal cyst, pelvic floor muscle weakness, vulvodynia and bladder spasm. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) of 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding- other"), dysmenorrhoea ("dysmenorrhea (cramping), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), fatigue ("fatigue"), visual impairment ("vision problems"), mood swings ("hormonal changes describe: mood swings"), bladder spasm ("bladder problems-bladder spasm"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspepsia ("heart burn"), muscle spasms ("muscle spasm") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salpingectomy(unilateral) on (B)(6) 2015 essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, fatigue, visual impairment, weight increased, mood swings, bladder spasm, urinary tract disorder, migraine, dyspepsia and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder spasm, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, migraine, mood swings, muscle spasms, pelvic pain, perforation, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain and migration. Discrepancy in essure implant date- 2008 right placement only; left tube removed pre-essure in 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded). Dysmenorrhea, pelvic pain . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet received. Events per pfs: hormonal changes describe: mood swings, bladder problems, urinary problems, migraines / headaches, heart burn, muscle spasm and bloating.previously reported event "genital hemorrhage" seriousness criteria (medically significant) was removed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('essure migration- near right ovary') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes infection in 2015 and salpingectomy in 2003. Concurrent conditions included paratubal cyst, pelvic floor muscle weakness, vulvodynia and bladder spasm. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding- other"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), fatigue ("fatigue"), visual impairment ("vision problems"), mood swings ("hormonal changes describe: mood swings"), bladder spasm ("bladder problems-bladder spasm"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspepsia ("heart burn"), muscle spasms ("muscle spasm") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salpingectomy(unilateral)on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, fatigue, visual impairment, weight increased, mood swings, bladder spasm, urinary tract disorder, migraine, dyspepsia and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder spasm, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, migraine, mood swings, muscle spasms, pelvic pain, perforation, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain and migration. Discrepancy in essure implant date- 2008 right placement only; left tube removed pre-essure in 2003. Discrepancy noted on essure insertion date - (B)(6) 2008 (as per pif). Discrepancy noted on essure removal date - (B)(6) 2015 (as per mr). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded).. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 24-may-2021: mr received. Rcc and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other') and device dislocation ('essure migration- near right ovary') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included herpes infection in 2015 and salpingectomy in 2003. Concurrent conditions included paratubal cyst, pelvic floor muscle weakness, vulvodynia and bladder spasm. Concomitant products included valaciclovir hydrochloride (valtrex). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("bleeding- other"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), fatigue ("fatigue"), visual impairment ("vision problems"), mood swings ("hormonal changes describe: mood swings"), bladder spasm ("bladder problems-bladder spasm"), urinary tract disorder ("urinary problems"), migraine ("migraines / headaches"), dyspepsia ("heart burn"), muscle spasms ("muscle spasm") and abdominal distension ("bloating") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salpingectomy(unilateral)on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, fatigue, visual impairment, weight increased, mood swings, bladder spasm, urinary tract disorder, migraine, dyspepsia and muscle spasms outcome was unknown. The reporter considered abdominal distension, abdominal pain, bladder spasm, device dislocation, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, genital haemorrhage, migraine, mood swings, muscle spasms, pelvic pain, perforation, psychological trauma, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain and migration. Discrepancy in essure implant date- 2008 right placement only; left tube removed pre-essure in 2003. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.1 kg/sqm. Hysterosalpingogram - in 2008: unilateral occlusion (right tube occluded).. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evolution of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation other'), device dislocation ('essure migration') and genital haemorrhage ('bleeding- other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), fatigue ("fatigue") and visual impairment ("vision problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed by salpingectomy(unilateral) on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the perforation, device dislocation, genital haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, psychological trauma, fatigue, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, pelvic pain, perforation, psychological trauma, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for pain and migration. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: patient underwent confirmatory test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation other, essure migration, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, bleeding other, psychology injury, fatigue, vision problems, weight gain. Patient demographic details, reporter and product information was added. Lab dada added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.